Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to staphylococcus infection. It was also reported that the patient's procedure was rescheduled as the patient took blood thinner. The patient was treated with intravenous antibiotics. Additional information received from the field representative indicates that the device system was explanted. There were no additional adverse patient effects reported. The ra lead is no longer in service.